Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while being at a scheduled doctors appointment while wearing a pod between 24 and 36 hours the patient was vomiting. The patient reports their blood glucose level read high (>400 mg/dl). The staff at the doctors office took the patient to the hospital emergency room. Once at the hospital the patient removed their pod. The patient reports having inflammation as well as bleeding and redness at the pod infusion site (abdomen). In addition the patient reports the pods cannula was found to be bent. The patient was treated with intravenous fluids and an insulin drip. The patient was released from the hospital after 6 hours.